Event description:
After erosion test (for registration in japan), rust appeared on the stem. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.